Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported via ms&s "caller states she is a physician and needs to report an issue with a patient who received bard powermidlines. Caller states the patient had powermidlines (4fr, 20cm) placed and later developed dvts. She states the line was removed and the patient was started on anticoagulation therapy. Caller unable to provide a lot number or product code at this time but states she will try to get this information."